Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had error code e315 (incompatible scope) and static on the screen during diagnostic colon procedure before the patient was sedated. The procedure was completed using an olympus backup device. There were no reports of patient harm.